Event description:
It was reported that the patient presented for an implant procedure. It was noted that the guidewire went through the proximal side of left ventricular lead. The lead was not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported event of insulation damage was confirmed. A complete lead, as received, was returned in one piece for analysis. Upon visual inspection, the lead body insulation was found to be perforated by the guidewire at the s-curve region. The reported event was determined to be caused by procedural damage.